Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd spike connector c180j had a broken spike. The following information was provided by the initial reporter: according to the customer report, "cyramza" prepared with a needle was accessed from the infusion bag and filled with drugs. After that, I took out the spike set and tried to puncture the infusion bag, but the needle broke. The female part connecting to the c180j facial injector was discarded. A bin needle was stuck in the rubber stopper of the infusion bag. I tried to recover to remove the bin needle and stabbed the rubber stopper several times with an 18g needle during use. Sales contacted me and corrected the event details column as follows (4/3 at haneda) (before correction) while preparing cyramza. After inserting the spike set into the infusion bag and injecting the drug solution from a syringe, the bottle needle broke. (After correction) cyramza" prepared with a needle was accessed into the infusion bag and filled with drug. The patient then removed the spike set and attempted to puncture the infusion bag, but the bottle needle broke off. The female part of the c180j connecting to the facile injector was discarded. The bottle needle was stuck in the rubber stopper of the infusion bag. The patient stabbed the rubber stopper part several times with an 18g needle while trying to recover to remove the bottle needle. Per additional response: the prepared dose of cyramza was transferred into an IV bag. Subsequently, upon retrieving the spike set and attempting to puncture the IV bag, the vial spike snapped. The female connector intended for attachment to the c180j facile injector was discarded. The broken vial spike remained embedded in the rubber stopper of the IV bag. In an attempt to recover the situation and extract the broken spike, the rubber stopper was repeatedly punctured using an 18 gauge needle. The vial spike component of the c180j spike set snapped. Additional information provided: spike set is broken and has leakage.